Event description:
It was reported that the patient had the leads had been placed easily to the desired location from the trial. Appropriate lead placement location had been communicated by the patient while on the table and appropriate responses were achieved with amplitudes ¿in the 2-3¿s.¿ the coverage area had included the ¿left low back to toes and right low back to the feet.¿ while the patient was in the recovery room, the patient had experienced nausea and back pain. The patient was given medications for ¿several hours,¿ but was still experiencing back pain later in the day and had ¿slight weakness to the right leg.¿ the patient¿s healthcare provider (hcp) had ordered and MRI as the hcp ¿was not sure if it was artifact or something else going on under lead at cord t9 location.¿ the whole stimulation system was removed immediately at that time. An MRI taken on the day of the device implant and explant did not show anything abnormal. Additionally, x-rays and impedance testing had been done to troubleshoot the event. The system checks done had returned results that were within the normal limits. The patient was noted to have been seeking a second opinion. The patient¿s leg strength was back to baseline, but was still experiencing worsening pain to the left leg and some pain in the right leg. A re-implantation was said to have been a possibility after the patient had finished getting the second opinion and there was no relation to the procedure that had been seen. The patient¿s hcp had said that the event could have been caused from ¿irritation from the lead being fed up the epidural space,¿ and if the system was going to be re implanted, a paddle system may be used.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).